Event description:
Impella cp was inserted via femoral artery in a 73 year old male patient presenting with low cardiac output syndrome/post-cardiotomy cardiogenic shock (lcos/pccs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage e. The impella cp was removed with surgical cutdown. Vessel loops were utilized to control bleeding. Device was pulled down to reposition sheath and then device was fully explanted. Artery was briefly allowed to bleed before securing with vessel loops. Artery closed with sutures and access site closed with sutures and staples. Of note, doppler pulse was present upon completion of procedure. Approximately 1 hour after arrival to surgical intensive care unit (sicu), patient pulse was not able to be found. Physician opted to take patient back to operating room for cutdown. Physician assisted with procedure. Left femoral artery was reassessed and secured with vessel loops. Incision made to artery. Thrombus was found in vessel just distal to original arteriotomy. Thrombus was removed and artery repaired with patch. Loops were removed and pulses found with patient. Patient then taken back to sicu post procedure.

Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected: d4 (serial). Ppae (ischemia/thrombosis) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction. D1 brand name has been corrected accordingly.